Event description:
It was reported that there was cassette error. There was unknown patient involvement.

Manufacturer narrative:
B3 is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: device received on 6/28/2024. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Functional and visual tests were performed, and the customer's problem was replicated. The cause of the problem was a defective air detector sensor, and it was replaced to fix the issue.